Event description:
It was reported that the patient presented with capture failure and sensing failure of their right ventricular lead. X-ray was performed and confirmed lead dislodgement. The lead was explanted and replaced. The patient was stable.

Event description:
It was reported that the patient presented with capture failure and sensing failure of their right ventricular lead. The lead was explanted and replaced. The patient was stable.